Manufacturer narrative:
The returned regulator sample was identified as lot 711606 which is different than what was originally provided by the reporter. Additional information has been requested regarding the lot number discrepancy, but no additional information has been received. The returned regulator was tested and the sample was found to function properly. The flow and pressure were in specification and no leaks were observed. The customer's reported event could not be replicated. Evaluation revealed that the returned sample was found to have different lot than the reported lot and it was found to meet functional specifications. A check of the batch production record for the received lot number 711606 showed no unusual manufacturing issues. The returned sample regulator lot 711606 was manufactured on april 26, 2017. The root cause cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an ophthalmic gas dispensing regulator valve would not allow any air to flow out of the device prior to surgery. There was no patient involvement therefore, no patient impact associated with this reported event. Additional information was requested.